Event description:
The customer reported that the batteries were not lasting as long, the insulin pump would turn off without a warning, and wasn't working in the morning. The insulin pump alarmed battery out limit after changing the battery. The blood glucose readings were 334 mg/dl. It was also reported that the insulin pump had physical damage. The battery compartment had cracks. Advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms were noted. The insulin pump had cracked battery tube threads and minor scratches on the display window.